Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). The philips field service engineer recommended replacing the flow sensor. A follow-up report will be submitted once the investigation is completed.

Event description:
While performing preventative maintenance philips field service engineer (fse) noted an oxygen flow error. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 11mar2019. Philips field service engineer (fse) replaced the flow sensor assembly to address the issue. The unit was checked overall, cleaned, run in tested and functionally tested. The part was returned to philips and tested. The root cause was determined to be a fault in a component of the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.